Event description:
During the operation, the light intensity level of the opmi vario was set at maximum level for a duration of about five to six hours. The spot illumination was not used. The zoom link was turned on, but it did not have any effect because illumination intensity remained constantly at maximum from the beginning of the operation. The working distance was between 200mm and 300mm. As a result, the patient received a third degree burn. After the incident, a zeiss field service engineer evaluated the microscope. The heat protection filter was properly remained in position. There was no report of malfunction.